Event description:
The customer reported to customer svc that her transformer shattered. She had not dropped it.

Manufacturer narrative:
The product involved in the complaint (per customer) will not be returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Should add'l info or the original product be rec'd, resulting in new, changed or corrected info, a report will be filled at that time. Medela acknowledges that this report is being submitted late. Medela is committed ot creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.